Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the doctor found that the gray tubes had fibrin clusters and obtained erroneous results. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation. The photo was reviewed, and the indicated failure mode of fibrin was observed, but erroneous result couldn't be observed from the photograph. Additionally, 100 retention samples of the incident lot were selected from bd inventory for visual evaluation and no issues were observed. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. However, factors that may contribute to the reported defects were evaluated through a clinical study to verify the design of the device met its intended use. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results- glucose) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Additionally, bd was unable to duplicate or confirm the customer¿s indicated failure (fibrin) because the defect was not evident in the testing of the complaint lot samples. All parameters demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for fibrin based on the photo analysis and unconfirmed for erroneous results-glucose. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using one (1) bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the doctor found that the gray tubes had fibrin clusters and obtained erroneous results. No patient impact reported.